Manufacturer narrative:
(B)(4).

Event description:
It was reported the obsessive compulsive disorder (ocd) patient experienced premature battery depletion with their implantable neuro stimulator (ins). Impedance testing performed with the dbs system found high "out-of-range" unipolar impedances of 2222, 2089, 2202, and 2065 ohms for electrodes 2, 3, 10, and 11 respectively and high "out-of-range "bipolar impedances of 4160 and 4069 ohms for bipolar impedance pairs 2-3 and 10-11 respectively. It was noted that as of (B)(6) 2015, the battery life was "ok" and the ins was at 2.86 volts, down from 3.15 volts on (B)(6) 2015 (six days after implant). The therapy group impedances remained essentially unchanged and within range during that time. Analysis of the ins interrogation records did not indicate the ins had depleted at the time of report. A supplemental report will be filed if additional information is received.